Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device would not allow an unknown access set to prime when the device was attached to the set. This occurred during priming with saline. The reporter stated that the priming issue was resolved by replacing the device. There was no patient involvement. No additional information is available.